Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed a crack in the pump connection tube, therefore; the pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). UDI field (d4) concomitant product UDI for cxr 16cm is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and hole/perforated are acknowledged within the dfu and are not related to off label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4) UDI field (d4) concomitant product UDI for cxr 16cm is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent evaluation. Under microscopic observation, contamination (bodily fluid) was identified within the ms pump. The ms pump tubing was cut down to the pump block and was not returned for analysis. The ms pump passed leak testing; however, functional testing was not performed to avoid potential damage to test equipment. A review of the instructions for use (IFU) did not reveal evidence of device misuse, off label use, or failure to follow instructions, and review of the device history record (DHR) confirmed the device met all material, assembly, and performance specifications. Based on the information available and analysis results, without functional testing, the allegation of a device mechanical issue could not be confirmed, and the allegation of a hole/perforation in the tubing could not be confirmed as the tubing was not returned for analysis; therefore, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed a crack in the pump connection tube, therefore; the pump was explanted and replaced. There were no patient complications.